Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 89 mg/dl. The customer stated that the device shows no physical damage. The customer stated that the device was not dropped nor bumped. The customer advised made limited contact with rain. The customer doesn't have a new aaa alkaline battery to test with pump. The customer was advised to revert to a back up plan until the replacement battery cap arrives. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 89 mg/dl. The customer reported that the alarm resolved by a complete set change.